Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified upperarm shunt. An 8.0 x 40 mm mustang balloon catheter was advanced to the target lesion and upon the third inflation the balloon ruptured under the rated burst pressure. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified upperarm shunt. An 8.0x40mm mustang balloon catheter was advanced to the target lesion and upon the third inflation the balloon ruptured under the rated burst pressure. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: an initial examination of the balloon found no tears in the balloon material. However, when an attempt was made to inflate the balloon, a pinhole leak was identified 6mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).